Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a replacement on (B)(6) 2018. The reason for the replacement was because the battery was dead. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient first noticed that the ins was depleted in (B)(6) 2018. The patient reported that the battery died and could not be restarted. No further complications are anticipated.